Event description:
It was reported that the winn 80 guide wire was delivered to a chronic total occlusion (cto) in the tibial artery, with no tortuosity and heavy calcification. During the attempt to cross, the tip of the guide wire became caught in the calcified lesion. As there was a difficulty to remove the guide wire, a microcatheter was used, but the guide wire was still not able to be retracted. The devices were successfully removed from the anatomy by applying force to retract the winn guide wire inside the microcatheter as a unit. The tip coils of the guide wire were noted to be stretched. During examination of the guide wire after removal from the anatomy, the tip of the guide wire separated during post procedural handling. The procedure was completed without further treatment due to the heavily calcified lesion. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were unable to be confirmed as the guide wire was separated and the distal end was not returned. The failure to advance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.